Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Evaluation of the provided calibration, qc and instrument performance data did not indicate a general reagent or instrument issue. It was noted the sample was not centrifuged for a sufficient length of time per the tube manufacturer's recommendations.

Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result for one patient sample. The original result was <0.5 miu/ml with a data flag and was reported outside the laboratory. The ER questioned the result and the sample was repeated on another cobas e411 analyzer with a result of >10,000 miu/ml with a data flag. The sample was repeated with a dilution and the result was 34,000 miu/ml. The sample was also repeated on the original cobas e411 analyzer and the result was >10,000 miu/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected as the ER questioned the original result. The hcg reagent lot number was 17111501 with an expiration date of 06/30/2014. The field service representative could not find a cause. He reloaded and updated the application and replaced the reagent. To verify the analyzer operation, he ran performance testing which passed and the customer ran qc which passed.